Event description:
During follow-up, it was observed that the device reached its elective replacement indicator (eri) sooner than predicted by the programmer. The device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage output, and the patient notifier were tested and no anomaly was detected.